Event description:
System returned for lead fractures, burn mark on 6932 long charge time, not eri (tachy) 19.21. T.s. 139368 3/3/00: por after 2 shocks; remains implanted 3/15/00: second report, lct 3/16/00: pt's daughter alleges shocks when pt moves arm . System returned 3/29 for lead fractures, burn mark on 6932 and power on reset parameters.